Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported insulin leaked between the cannula and self-adhesive of the infusion set. The patient's blood glucose level was elevated. No adverse event reported. The infusion set lot number was not provided. Return of the suspect device was requested for evaluation.